Manufacturer narrative:
(B)(4)- follow up MDR for device evaluation. It was reported the contents leaked from the plunger. As a sample was not returned, a thorough sample evaluation could not be performed. A physical sample is required for a more thorough evaluation and potential root cause determination. A device history record review was completed for provided material number 309649, lot 3116127. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 3116127 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Since no samples displaying the reported condition were received corrective actions are not necessary. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes with luer-lok¿ tip leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: withdrawal of 4 gbq of technetium 99m using the syringe. The contents leaked from the plunger. The syringe was discarded as radioactive. The packaging was kept. The other syringes from the same batch were set aside. Discarded syringe, change and decontamination of gloves, syringe shield, field... Description of the consequences : irradiation of personnel, disorganisation, moderate delay in radiopharmaceutical production. The device is not available because it was discarded and you did not remove it or examine it, but we wanted to inform you of this.